Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and without the device to analyze, a definitive cause for the reported gripper line break could not be determined. It should be noted that the intended use section of the mitraclip system, instruction for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Code 1494 captures the device used in the tricuspid valve.

Event description:
This is filed to report a broken gripper line. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The clip was placed; however, when establishing gripper line removability, both ends moved without any resistance. It was observed that the gripper line was ripped in half, both ends of the gripper line were removed without issue. No portion of the gripper line remains in the patient. The clip was implanted and tr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided